Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). B. Braun complaint processing received one infusomat space and one power supply of cc (B)(4) for investigation. The pump was disassembled and in a esd-bag. The release button and the housing screws were missing. The cables of the loudspeakers were cut-off. The loudspeaker was attached on the frame of the pressure adjustment unit. The p2-connector was cut off from the ribbon cable by customer or technician! The plug was not in the esd-bag. On all housing components were residues of dried liquid. The housing upper and bottom part were thermal damaged at the position of the p2-connector. Furthermore on the housing section of the p2-connector were residues of blue liquid. The complaint is not confirmed. The pump was disassembled before the investigation in (B)(4) started. The p2-connector was not present for investigation. Furthermore residues of liquid were found at the housing section of the p2-connector. Remark: the sample was sent in together with the cc (B)(4) (power supply sp UK iii . Please note: serial number was updated.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): possibly been the cause of a small fire. "